Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h6((type of investigation, investigation findings, component code, conclusion), h11. EKG signal checked, found to be normal. Overall operation tested. The device is functioning normally. Safety disk only due for replacement.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra aortic ballon pump had no EKG signal issue while device was during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.